Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no longitudinal power during phacoemulsification, power was at zero. They adjusted the power and the surgeon proceeded.

Manufacturer narrative:
Additional information has been provided. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer noted there was no longitudinal power during phacoemulsification, and power was at zero. The tss advised the customer to adjust the power. The surgeon proceeded and completed the case. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The phacoemulsification handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).